Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable was not working properly. The hospital did not report any patient effects. The product is returning. Hemopro 2 cord was not working properly. No patient was involved as malfunction was discovered during testing.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. A lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. A visual inspection was conducted. The device showed no signs of clinical usage and no evidence of blood. No other visual non-conformance was observed. The device was evaluated for connector function. The cable was able to provide a secure connection that connected and disconnected without incident. An electrical evaluation was performed. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2 , reference adapter cable and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced steam and heat during 5-second activations and shut off when the toggle was released. A polyfuse electrical test was performed with the same reference power supply, adapter cable and hemopro 2; the polyfuse successfully shut off power to the heater after prolonged periods of time and activated after the device cooled. The 4 pin connector at both the ends of the extension wire were evaluated for connectivity using the multi-meter. They passed the continuity test, there was no failure or intermittent connection . Based upon the evaluation results, we were unable to be confirm the reported failure mode "failure to deliver energy/ intermittent energy"

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable was not working properly. The hospital did not report any patient effects. The product is returning. Hemopro 2 cord was not working properly. No patient was involved as malfunction was discovered during testing.